Event description:
Multi surgeries, prolene mesh - johnson & johnson; 7" cavity sink two of fingers inside the wound; body mutilation, pain, suffering, inability to function. On (B)(6) 2013 - I contacted and filed a report with ethicon requesting claim a defective product. On (B)(6) 2013 - ethicon intake report number (B)(4) provided. On (B)(6) 2013 - I contacted ethicon again never received a response for f/u with complaint for medical defective product claim. On (B)(6) - nurse who took call stated reviewed the file stated "...nothing wrong with the mesh I was provided the batch had been researched..." On (B)(6) - my response: why I have a mutilated body due to defective product with prolene mesh recall with 7" cavity sink two of fingers inside the wound. On (B)(6) 2013 - sent correspondence included history and pictures to mr (B)(4). My summary of prolene mesh journey - tram flap breast reconstruction: definition of this procedure - used for breast cancer survivors (tram) flap surgery involves construction of a breast from the lower abdominal skin if tissue expanders create breast are not an option. Tram flap weakens the abdominal wall can cause future hernia. Ethicon prolene mesh used support my abdominal wall. Surgery date: tram flap surgery performed on (B)(6) 2011. History: in (B)(6) 2011 - emergency room severe pain in abdominal area instructions to see doctor following day. In (B)(6) 2011 - abdominal incision split / tore my body was rejecting the prolene mesh. In (B)(6) 2011 - (B)(6) 2011, persistent abdominal pain, fever, tenderness at the implant site or other unusual symptoms. In (B)(6) 2011 - (B)(6) 2011, involved various medical procedures, admissions to the hospital for fever, pain, clearing of infected wound, final surgery removal of the prolene mesh for fact incision could not heal. In (B)(6) 2011 - (B)(6) 2012, healing of 7" open cavity where you can sink 2 fingers into the wound. I had to cleanse the area 4-8 times a day carried medical supplies at all times. Discomfort inability to sit and micro tears when I walked. In (B)(6) 2013, surgery determine minimize the size of the scar caused by prolene mesh. In (B)(6) 2012 - (B)(6) 2013, research for attorney handle the case due to (B)(6) highest pay out for medical claims private attorneys would not take the case "fact not enough money" and declined by class action attorney's I am not pt of surgical procedures of transvaginal and hernia.